Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he thought he was having a "battery problem." He stated that the implantable neurostimulator battery went out around (B)(6) 2021. The patient noted that he was trying to reset both the patient controller and the implantable neurostimulator. The patient was able to power up the patient controller and connect to the implantable neurostimulator. It was confirmed that the patient controller battery was at 70% charge and the implantable neurostimulator was at 100% charge. The patient is not sure what he did. Patient services reviewed with the patient how to turn stimulation on, and he stated that the stimulation is now on with group c and he could feel stimulation. The issue was resolved a that time.